Manufacturer narrative:
Device eval by manufacturer: returned product consisted of an innova self-expanding stent system. The outer sheath, tip, inner sheath, and the remainder of the device were checked for damage. Visual examination revealed a kink to the sheath at the nosecone. The stent was partially deployed 3mm from the distal end of the middle sheath. Microscopic examination revealed no additional damages. The thumbwheel lock and pull rack were still in the manufactured position.

Event description:
It was reported that the stent prematurely deployed. An 8mm x 80mm x130cm innova self-expanding stent was selected for use in an iliac artery stenting procedure. After implanting a 7mm x 100mm innova stent in the external iliac artery, this 8mm x 80mm innova was introduced in the common iliac artery. When crossing the previously placed stent, there was resistance. It was discovered that the first stent strut was exposed out of the stent catheter. The device was withdrawn, and another innova stent was used to finish the procedure. No patient complications were reported, and the patient was in stable condition following the procedure. It was further reported that the 70% stenosed target lesion was not calcified and located in mildly tortuous anatomy. The lesion was pre-dilated with a 6mm x 80mm mustang balloon.

Event description:
It was reported that the stent prematurely deployed. An 8mm x 80mm x130cm innova self-expanding stent was selected for use in an iliac artery stenting procedure. After implanting a 7mm x 100mm innova stent in the external iliac artery, this 8mm x 80mm innova was introduced in the common iliac artery. When crossing the previously placed stent, there was resistance. It was discovered that the first stent strut was exposed out of the stent catheter. The device was withdrawn, and another innova stent was used to finish the procedure. No patient complications were reported, and the patient was in stable condition following the procedure.